Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a low out of range shock impedance measurement was recorded for the right ventricular (rv) lead for an unknown reason. An email was sent to the field representative in an attempt to obtain additional information from the clinic. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted over five and a half years later for reported normal battery depletion and returned for analysis. No adverse patient effects were reported.

Event description:
The field representative received additional information from the clinic that the out of range shock impedance measurement was reviewed by the physician. Further additional information from the clinic notes that the patient has not been seen in the office since the alert. No adverse patient effects were reported.